Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2012 and suture was used. During the procedure, the needle broke off into the patient. The needle was located in the prostate bed but the surgeon was unable to retrieve the needle fragments due to severe bleeding. The needle remains in the patient and there are no plans to extract the needle.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a suprapubic trans-vesical open prostatectomy procedure. The prostate was benign. The needle was grasped with needle holders in the proximal third of the needle. The patient lost 1500 cc of blood during the procedure. There was a blood transfusion, but it was after the needle broke, the patient was bleeding due to the procedure itself.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.